Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a door open alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the door open alarm was determined to be damage to the door latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
The facility representative reported a flo-gard infusion pump with a door open/close clamp alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported; however, it was not stated whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.